Event description:
Received a report of a central corneal ulcer of the left eye, 0.8 mm in size, nasal location. The event occurred on 8/28/99. It was reported that the condition was treated and the pt recovered completely by 10/2/99. The pt is an experienced contact lens wearer. The lenses were approx 2 weeks old and worn on a daily wear basis for a 12 hr period. No other details regarding the event were provided.